Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, lead impedance, decreased r-waves and increased capture threshold were observed. Further actions will be discussed with the physician.